Manufacturer narrative:
Information was received through FDA's medwatch program. Report number mw5114169.

Event description:
It was reported that this right ventricular lead dislodged and perforated the myocardium, this was confirmed through fluoroscopy. It was also noted that the patient experienced diaphragmatic stimulation. The patient was referred to a tertiary facility for further evaluation and a lead revision was performed. The lead remains in place. The serial number and patient information is unknown. The initial report was received through FDA's medwatch program. No additional adverse patient effects were reported.